Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in clinic showing non-sustained rv oversensing due to noise as well as periods of inhibition. All other electrical measurements were normal. Programming changes were recommended. Patient was given a life-vest.